Event description:
It was reported that the right atrial (ra) lead was oversensing on atrial tachycardia/atrial fibrillation episodes the same day as an ablation procedure. The ra lead remains in use. No patient complications have been reported as a result of this event.